Manufacturer narrative:
Date rec'd by MFR: 18mar2019. The customer has not provided approval to replace the battery and reportedly may not repair the unit. Should new, relevant information become available, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery will not charge. There was no patient or user harm reported. The event date was not specified; estimate used.